Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided by reporter. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: part #02.210.122, lot #unknown, quantity (1) and 3-hole va lcp (part #unknown, lot#unknown, quantity (1). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that distal radius of the right hand was performed on (B)(6) 2016. Post-operatively, via x-ray it was noticed that a locking screw had back-out from a 3-hole variable angle (va) locking compression plate (lcp). On (B)(6) 2016, the back-out screw and another locking screw were explanted. Patient was revised with the same plate and a new screw was implanted. In addition it was reported that, the screw hole with the back-out screw remained empty. It was unknown if patient had any adverse events. Procedure was successfully completed without any surgical delay. Patient/status outcome was reported as ¿good¿. This complaint involves one part. Concomitant devices reported: locking screw (part#02.210.122, lot#unknown, quantity 1) and 3-hole va lcp (part#unknown, lot#unknown, quantity 1). This report is 1 of 1 for (B)(4).